Manufacturer narrative:
An internal investigation was performed due to a misidentification of a vaginal prosthesis sample in association with the vitek® ms instrument. The support team analyzed the data provided from the tests performed. Vitek ms result: single choice to listeria ivanovii ssp ivanovii (twice); single choice to bacteroides fragilis (twice). Other identification methods: gram negative coccobacilli - which is not in accordance with listeria ivanovii gram staining (rod-shaped - gram positive). However, bacteroides fragilis is a gram negative bacilli. Notes: customer mentions that there was the presence of two others germs for this sample = lactobacilli and streptococcus anginosus; customer has kept the strain. Expected identification: unknown but not a listeria ivanovii based on the gram staining information. Conclusion on the system: the system was not operational during the tests. A new fine tuning was done on 06oct2018. On 02nov2018, the system status was checked on vilink alert tool dashboard (internal tool to monitor your system status) and it was operational. The calibrator spot preparation quality seemed to be good. The calibrator "all peaks" values are quite homogeneous during the tests. It could be extrapolated to the samples spots quality preparation. Conclusion on the identification: regarding the complaint description, it is not possible to confirm the identification of the strain tested. However based on the gram staining information, the customer excluded the identification to listeria ivanovii ssp ivanovii (gram negative expected whereas l. Ivanovii is gram positive). The customer stated there was the presence of two other germs for this sample (lactobacilli and streptococcus anginosus). Moreover, vitek ms gave two different results for the same sample. The identification issue could be linked to a mixed flora not well isolated: several bacteria types put on the same spot. According to the vitek ms workflow user manual - clinical use (4501-2233-f), page 3-6 paragraph "samples": "the microorganisms to be identified must first be isolated on a suitable culture medium. Appropriate media, including commercial media most frequently used in clinical microbiology laboratories such as columbia blood agar, should be used." The identification process is based on specific peaks presence, if the colony is not pure, some peaks not belonging to the tested strain could disturb the identification process. Suspected causes of the issue: non-optimal fine tuning. Operator error - mixed flora (colonies not well isolated and user put different colonies types on the same spot).

Event description:
A customer in (B)(6) reported a misidentification for a vaginal prosthesis sample in association with the vitek® ms instrument. The vitek ms twice identified listeria ivanovii which was not in accordance with the gram stain that was coccobacillus negative. The sample was cultured in anaerobic broth and transplanted on schaedler agar for testing. The customer did not perform other identification methods. The customer reported polymorphic flora because of the presence of lactobacilli and s. Anginosus. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.